Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a blood glucose (bg) level of 337 mg/dl on the ilet after eating sweets for breakfast without announcing a meal following a supply change. The agent explained that a post-meal bg rise was expected and that the ilet would bring levels back into range. Fingerstick readings confirmed accuracy, with bg trending down from 324 to 317 mg/dl during the call. A follow-up confirmed bg returned to normal by (B)(6) 2025. The highest blood glucose (bg) recorded was 337 mg/dl. Bg was corrected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.